Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 25mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to endocarditis. A competitor's edwards valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: the reported event of a trifecta valve explanted due to endocarditis could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.